Manufacturer narrative:
(B)(4). Approximate age of the device - 1 year. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). On (B)(6) 2016, log file analysis performed by the manufacturer¿s technical services team member did not reveal any device issues, and it was reported that the patient was asymptomatic. Follow-up information received from the lvad clinicians on (B)(6) 2016 stated that the patient¿s medical history post implant of the lvad has been complicated by multiple, previously unreported driveline infections and a sub therapeutic inr. The patient suffered from familial hyperlipidemia, hypertension, type 2 diabetes mellitus, depression, and prior polysubstance abuse. The patient presented with a two day history of abdominal pain and chest pain. It was reported that the patient complaint of nausea, and had not been eating for a couple of days in order to ensure no episodes of emesis. The patient was also experiencing diffuse abdominal pain, mostly located at the driveline site. The patient was being medically managed on suppressive antibiotics. At baseline, the patient had erythema with some drainage at the driveline exit site; however, recently more purulent drainage had been observed. The patient complained of fever and mid sternal chest pain that became worse with inspiration. The abdominal pain also radiated to the patient¿s back. The patient had been having diarrhea, as well as orthopnea with productive cough. It was reported that the lvad clinicians suspected possible septic vegetation and possible thrombus. Laboratory test results showed a white blood count of 12.9 x 10^9 cells/l, total bilirubin level of 1.6 mg/dl, and a culture of the drainage at the driveline exit site was positive for (B)(6) bacteremia. The patient was treated with multiple unspecified IV antibiotics and was also placed on a heparin infusion. Echocardiogram did not reveal any reported device dysfunction. Between (B)(6) 2016, the patient was treated with intravenous vancomycin and zosyn. The plan was to continue to conservatively manage the patient with intravenous antibiotics.

Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the reported driveline infection could not be conclusively determined. Review of the submitted system controller log file which contained approximately 17 days of data showed power elevations on (B)(4) 2016, (B)(4) 2016 and (B)(4) 2016; however, a specific cause for the power elevations could not be determined. The system appeared to show normal device operation above the low speed limit for the duration of the log file. Infections and thrombus are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.